Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient experienced multiple vf episodes during which wide qrs oversensing was observed. Programming changes were made. Device remains implanted.